Event description:
During a routine device exchange, noise resulting in oversensing was observed on the right ventricular (rv) lead. A new device was implanted and was programmed to resolve the event. The patient was stable.